Manufacturer narrative:
PMA/510k: this product is not marketed in the us. Work order search: no similar complaints were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -4.00/1.5/99 (sphere/cylinder/axis), was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a same model/length but different power lens due to lens rotation not associated to a low vault. In the reporters opinion "patient-related factor" was the cause of this event. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3- device evaluation: lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens, -4.00/1.5/99 (sphere/cylinder/axis), was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a different power lens due to refractive surprise. This exchange did not resolve the problem. In the reporter's opinion "patient-related factor" was the cause of this event. H6- medical device problem code: 2923 to 1401- previous code not applicable, there was no lens rotation problem. Claim # (B)(4).